Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that healing collar (hc455) could not seat/ thread into the implant at tooth location 20. Implant is well seated and doctor was able to complete the procedure.

Manufacturer narrative:
One heal collar 4.5x5.5, 5mm (hc455) was returned for investigation. The reported impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was not returned for evaluation. Visual evaluation of the as returned product identified significant damage at the healing collar threads. Functional testing was a failure with a mating implant due to the excessive damage. The healing collar could not seat or even thread. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 (universal) and the healing collar was replaced the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2019031177. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019031177) for a similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (components do not seat & damaged threads) or product (hc455). Therefore, based on the available information, device malfunction has occurred and the reported event, as it relates to the returned healing collar, was confirmed.

Event description:
No further event information available at the time of this report.